Event description:
Autosuture 35 wide royal skin stapler, did not approximate tissue adequately. Stapler not wide enough. Staples upon post-op visit in surgeon's office are out or twisted in incision line.